Event description:
Information received indicates the right intermediate side rail is not latching.

Manufacturer narrative:
The technician found the side rail latch mechanism was worn and corroded. The technician replaced the latch mechanism to repair the bed.